Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a small pe noted prior to the procedure measuring approximately 0.5cm, without hemodynamic relevance. Venous access was obtained and complication-free transseptal puncture (tsp) was performed using a non-boston scientific transseptal needle. A watchman fxd double curve (was) was inserted, and a 31mm watchman flx closure device and delivery system (wds) was positioned at the laa then subsequently deployed and implanted. Fifteen minutes after implantation of the closure device, the pre-existing pe increased to 1cm around the left ventricle. Hypotension of 80/60 mmhg was then noted. Blood pressure stabilized after administration of akrinor 200mg. The physician decided to wait another 15 minutes, then using transthoracic echocardiogram (tte) imaging checked the pe and it had increased to 1.5cm. A pericardiocentesis was performed and 1400ml of fluid was aspirated from the pericardium in one (1) hour and the patient remained hemodynamically stable with a drain in place. The patient required a blood transfusion and then was transferred to the intensive care unit (ICU). The patient was transferred to another facility with cardiothoracic surgery for safety reasons. Surgical intervention was not necessary. A follow up tte was performed, and the pe was no longer present, and the pericardial drain did not have any more drainage, so it was removed. The patient has remained stable and was transferred back to the clinic and then discharged.

Manufacturer narrative:
A3a-b: gender updated. B5: information added.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a small pe noted prior to the procedure measuring approximately 0.5cm, without hemodynamic relevance. Venous access was obtained and complication-free transseptal puncture (tsp) was performed using a non-boston scientific transseptal needle. A watchman fxd double curve (was) was inserted, and a 31mm watchman flx closure device and delivery system (wds) was positioned at the laa then subsequently deployed and implanted. Fifteen minutes after implantation of the closure device, the pre-existing pe increased to 1cm around the left ventricle. Hypotension of 80/60 mmhg was then noted. Blood pressure stabilized after administration of akrinor 200mg. The physician decided to wait another 15 minutes, then using transthoracic echocardiogram (tte) imaging checked the pe and it had increased to 1.5cm. A pericardiocentesis was performed and 1400ml of fluid was aspirated from the pericardium in one (1) hour and the patient remained hemodynamically stable with a drain in place. The patient required a blood transfusion and then was transferred to the intensive care unit (ICU). The patient was transferred to another facility with cardiothoracic surgery for safety reasons. Surgical intervention was not necessary. A follow up tte was performed, and the pe was no longer present, and the pericardial drain did not have any more drainage, so it was removed. The patient has remained stable and was transferred back to the clinic and then discharged. It was further reported the cause of the small pe noted around the ventricles prior to the procedure was unknown. A cardiac perforation was never visualized. The fluid color of the blood drained from the procedure was red.